Event description:
Subsequent to uncomplicated cataract surgery with implantation of the crystalens iol, the pt complained of visual disturbances in the operative eye. Secondary surgical intervention was performed to implant a second iol. It sould be noted that the pt's bcva was not adversely affected.